Event description:
It has been reported that at the moment of the second implant insertion, the draw was already cut. The sales rep was present and noted that the draw was slightly frayed. The surgeon experienced 3 min delays as a result. No pt injury occurred. It was confirmed that he suture became cut when placing t2 and had to be removed. T1 remains in the pt unsupported.

Manufacturer narrative:
Eval could not be performed because the device was not returned.